Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a high blood glucose of 450 mg/dl due to motor error and no delivery. The customer¿s blood glucose level was 326 mg/dl at the time of call. Customer treated with manual injection. And declined further high blood glucose troubleshooting. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was able to complete the rewind process. Customer stated that the insulin exited after a 5 unit fixed prime has been delivered. The customer was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.